Manufacturer narrative:
On 19 january 2016, the r&d project manager performed a preliminary evaluation based on the pictures received and commented as follows: the tip of alif compression screw is broken. The functionality of the instrument is compromised. The possible reason of the tip breakage could be the application of an high lateral force or bending during the instrument usage. Batch review performed on 02 february 2016. (B)(4). On 04 february 2016, the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the alif compression screw is without the tip. We have received back the main part of the instrument but not the broken tip. The functionality of the instrument is completely compromised. The fracture is a fragile. The root cause is the high bending of the instrument itself when is mounted into the plate hole. Due to the fragile fracture it seems difficult that the instrument was already damaged in the previous case.

Event description:
During an alif procedure on l5/s1 with a rather large disc space, the surgeon successfully inserted a cage (14mm h, 27 x 35m, 10 deg.). After x-ray confirmation he started to prepare the fist screw hole cranial into l5 when the compression screw snapped. He was able to remove the tip of the instrument from the screw hole with pliers which didn't took him long. The instrument was quite an angle however it didn't seem like he would use excessive force. The instrument might have been already damaged from previous cases where he used the instrument in a similar fashion or with even worse angle. The surgeon was able to finish the operation without major delay using alternative instruments such as angled awl and drill. He placed all four screws and verified with intraoperative x-ray. No metal pieces apart from the implants were visible in the intaoperative x-ray and the surgeon was not concerned.

Manufacturer narrative:
On 05 april 2016 it was prepared a final report with the information already submitted in the initial report. On 03 may 2016 the report was sent to the initial reporter and the case was closed.